Manufacturer narrative:
Insulin pump failed displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to confirm excessive no delivery alarm, confirm error alarms, prime and occlusion tests due to the motor error alarm. Cracks on the reservoir tube lip, battery tube threads and a scratched display window was noted.

Event description:
Patient called to report low blood glucose below 60 mg/dl for the past few days along with blank display and no delivery alarm. Low blood sugar was treated by eating. Troubleshooting showed the drive support disk to be normal and a no delivery alarm occurred during the displacement test. Patient works at a veterinary office and was exposed to MRI and xray scans. Alarm history confirmed that insulin pump settings were erased due to alarms occurring. Advised patient the insulin pump would be replaced. Nothing further was reported.